Event description:
Event description boston scientific received information that during the implant procedure, a passive fixation atrial lead was unable to be implanted for inadequate test results obtained during placement. It was reported that the patient was in paroxysnal atrial fibrillation/flutter before, during, and after the implant, which was likely a factor. An active fixation model atrial lead was successfully implanted. The procedure went well with no further complications. Four days later, the right ventricular (rv) lead threshold measurements exceeded 6.0v at 1.0ms and dislodgement was suspected. Fluoroscopy showed the rv lead in the rv-overflow track (rv-ot). At the revision procedure, a stylet was inserted and the lead moved easily into the rv apex location. Testing showed adequate measurements and the lead was stitched into place. ,